Event description:
Revision surgery - this is the pt's second revision. They suffered a failed total shoulder due to a posterior dislocation, which was done approximately nine years ago. This was a revision of a hemiarthroplasty performed two years prior. The components were removed and the pt was revised to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 8.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 25th complaint for this part number: nine due to instability/poor joint, six due to infection, four for trauma, three for revisions, one due to dislocation, and one due to pain. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.